Event description:
It was reported that the customer had low blood glucose of 26mg/dl. The husband stated that he wanted to get the paramedics to treat his wife as soon as possible. Reviewed the bolus history and found that the customer had not done any prime for the past four days, and her last bolus was the day her husband called. The spouse stated that he treated his wife with a glucagon injection before calling, but the customer's glucose did not improve. It was stated that the husband decided to immediately disconnect the call to treat the customer and to contact the paramedics. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.